Event description:
Medical center called with the following results on the same suspect meter: on the event date, back to back values obtained of 574 mg/dl, then 126 mg/dl. Ten days later, back to back values on same meter of 564 mg/dl, then 97 mg/dl. Reporter stated controls were run and were within range, but did not provide values. Reporter indicated patients were fine. Requested return of suspect device and replacement was sent.